Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed due to intraprocedure pericardial effusion. It was reported that this was a mitraclip procedure treating mixed, functional and degenerative, mitral regurgitation (mr) grade 4. The patient presented with a large and distended aneurysmic septum and a large left atrium. The transeptal access into the left atrium was performed with no issues. Once the clip delivery system advanced to the mitral valve, per echocardiogram, a left atrium pericardial dissection with effusion was noted. Due to the dissection with effusion, the visualization became difficult so the procedure was aborted. Per physician, due to the location of the dissection, the dissection must have occurred during the transeptal although the transeptal was optimal with no issue. Additionally, per physician, there must have been a tear on the left atrial wall from the transeptal with the steerable guide catheter (sgc) which lead to the pericardial dissection. There was no treatment provided and the dissection was to heal naturally. The patient is reportedly fine and in stable condition. The mr remains at grade 4. There was no additional information provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. In this case, there was no reported device malfunction associated with the steerable guide catheter. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. It should be noted that the reported patient effects of pericardial effusion and injury (tissue damage) as listed in the mitraclip nt system instructions for use (IFU), are known possible complications associated with mitraclip procedures. Based on the information reviewed the reported tissue damage appears to be related to procedural circumstances and due to the transeptal puncture and the steerable guide catheter (sgc), which then caused the cascading effect of pericardial effusion. There is no indication of a product quality issue with respect to manufacture, design or labeling.